Manufacturer narrative:
The lens has been returned to b&l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an li61se lens was removed intraoperatively due to capsular bag rent. The surgeon did not indicate whether the capsule rent occurred prior to iol insertion. The lens decentered and there was little vitreous loss. The lens was removed, replaced with an anterior chamber lens, and the incision was sutured. This report pertains to the pt's left eye. Please reference MDR# 1119279-2013-00345 for the delivery device used in this event.